Event description:
During an endoscopic procedure to treat a bleeding ulcer in the stomach, the physician used a cook hemospray endoscopic hemostat. It was reported that they activated the cartridge, opened the valve and when they pressed the trigger button nothing came out. They activated the cartridge again, but the casings opened and the powder came out under pressure filling [spraying] the doctor. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation of unable to spray could not be determined. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. In the description of event it's stated following difficulty spraying "they activated the cartridge again..." This is being interpreted as further rotating the activation knob. The IFU states "do not over rotate knob as this could damage the device." In patient/event info - notes the question responses indicate that the user did not place their thumb over the red catheter hub during catheter advancement. "To limit fluid from entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red catheter hub, while advancing the catheter down the accessory channel." Overtightening of the activation knob is the most likely cause for the reported handle breakage. Additionally, if an occlusion was present, that may contribute to a build up of pressure in the system during button compressions. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: the information provided by the user indicates that the user did not occlude the proximal end of the catheter during advancement. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.